Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the initial reporter who indicated that they had no further system issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal side manipulator (usm) 1 jumped unexpectedly. The user was instructed to check the drape, cannula seal, cannula, and reseat the instrument, but the issue persisted. The user stated that this was an ongoing issue. The procedure was completing as planned with no reported injury.